Event description:
It was reported that infusion set cannula was bent which led to high blood glucose, which was treated with blazer pen 50 units. The event occurred on (B)(6) 2024 no further information available

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: e1: reporter name and address, h6: investigation results under type of investigation, investigation findings, investigation conclusions, h8: usage of device, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against ¿lot number¿ ¿6005553¿ and similar malfunction codes: steel cannula is found bent upon removal from infusion site, steel cannula is found bent upon removal from infusion site - blockage. The review confirmed that lot 6005553 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against ¿lot number¿ criteria equal ¿6005553¿ and similar malfunction codes: steel cannula is found bent upon removal from infusion site, steel cannula is found bent upon removal from infusion site - blockage. The number of complaints is 1. The complaint number is 2606109. Device history record (DHR) review: the lot 6005553 was manufactured according to work instruction (wi) version 96 and manufactured in the machine/line: m10, on 13/feb/2024 with a total of (B)(4) units. Sub-assembly, cannula sealing: the lot 4b02072 was manufactured according to wi version 33 and manufactured in the machine/line: ls24, ls25, ls11, on 12/feb/2024, with a total of (B)(4) units. The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in complaint (B)(4) on (B)(6) 2026. Wi guidance for visual testing for complaints area version 3: 3 samples tested and passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: the 3 samples passed functional testing for the reported malfunction steel cannula is found bent upon removal from infusion site - blockage. All test results were within specification as documented in the attached test report database (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation. As a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6005553 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.